Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection revealed that the complete lead was returned. Coils were observed to be slightly twisted approximately 11-29 cm from the terminal pin. Cuts in the insulation were noted at 16.2 cm from the terminal pin. Resistance testing was performed to assess the electrical integrity of the lead, all measurements were within normal measurements. Pressure testing confirmed that the outer insulation was no longer intact as observed, but the inner insulation remained intact. A stylet was successfully passed through the lumen of the lead. Testing could not confirm or deny the lead dislodgement allegation, however, the analysis findings of the twisted lead body is consistent with that which may occur when a lead is twiddled.

Event description:
Boston scientific crm received information that this atrial lead was explanted. It was noted that the lead had dislodged and was found in the patient's pocket. It was suspected that this patient had twiddler's syndrome. Upon revision, the lead appeared to be damaged due to coiling, and therefore, the lead was explanted and returned for analysis. A new atrial lead was successfully implanted and no further adverse patient effects were observed.